Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular lead exhibited noise episodes, low pacing impedance, and a decrease in r wave amplitude. Programming changes were made. The patient was stable and would continue to be monitored.